Event description:
The surgeon attempted to implant an aa4204vl silicone lens but the haptic broke into two pieces as it was being inserted, prior to implantation. There was no patient contact or injury. The sales representative indicated that it was unknown as to why the haptic broke. An msi-tm injector and an mtc-60c cartridge were used but the lot numbers were not provided by the facility.